Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv threshold went from 1.3v at 0.4ms to 2.2v at 1.0ms. The doctor wanted to revise the lead due to possible micro dislodgment. Sensing and impedances are stable. This lead was successfully repositioned. No adverse patient events were reported. Should additional information become available, this file will be updated.